Event description:
Caller reported a malfunction on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond normal circumstances. Tandem technical support is sending a replacement pump with updated software, and training will be available in the tandem source account. The caller was instructed to return the problematic pump using the provided return box and pre-paid label.